Event description:
Approximately one minute into coronary artery bypass procedure, the oxygenator level sensor dropped off, stopping the #1 pump drive. Attempts were made to reset controls and over-ride the level sensor alarm in effort to restart the pump, but the pump would not restart. Hyperbaric therapy administration was sucessful.other devices: oxygenator (bard)device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, invalid data. Conclusion: device failure directly caused event, device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.